Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed fluid delivery line. The device was evaluated upon receipt. Leak from the fdl. The pressure was about -4.5 to -5.0 due to air leak. Replaced entire fdl. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the lot number is unknown. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature monitor value fluctuated during normothermia in an arctic sun device. Per review of wo on 22nov2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 22nov2024, the device would be sent to imi. The issue has not been resolved yet. Therapy completion status was under investigation. There was no impact to the patient. Per sample evaluation results received via task on 05may2025, it was reported that there was a leak from the fluid delivery line (fdl).